Event description:
It was reported that the patient presented for follow up with a diagnostic anomaly exhibited by the pulse generator. Further information was requested but not received.

Event description:
New information received notes that the patient presented for follow up with the pulse generator exhibiting a diagnostic error that over-estimated battery longevity. No intervention was made, as a correct estimation was recalculated. There were no patient consequences.